Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin and the insulin gauge remained static at 215 units. The customer's blood glucose level was 138 mg/dl. The customer reported the cartridge was not overfilled and room temperature insulin was used per labeling instructions. The customer loaded a new cartridge with 400 units of insulin, and received an accurate fill estimate.